Manufacturer narrative:
For strip lot 060685: inratio precision data provided by end-user lot 060685: 2007: first test inr = 6.6, second test inr = 4.5, mean = 5.55; sd = 1.48; %cv = 26.8%. 2007, first test inr = 5.0, second test inr = 3.5, mean = 4.25; sd = 1.06; %cv = 25.0%; 2007: first test inr = 5.0, second test inr = 3.5, mean = 4.25; sd = 1.06; %cv = 25.0%; 2007: first test inr = 5.0, second test inr = 4.1, mean = 4.60, sd = 0.71, %cv = 15.4%. The %cv is greater than 20% for the data set for the dates, fourteen days during 2007. The %cv is less than 20% for the data set 2007. Per internal procedure, the precision fails the criteria for precision. The test is considered precise and further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 5.1, lab: 3.3, mean: 4.2, confidence limits: 2.4 - 6.1; date:2007, inratio: 4.1, lab: 3.3, mean: 3.7, confidence limits: 2.2 - 5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For both data sets, the inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 6.6, second test inr = 4.5; first test inr = 5.0, second test inr = 3.5; first test inr = 5.1, second test inr = 4.1. Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 5.1, lab: 3.3; date: 2007, inratio: 4.1, lab: 3.3.